Event description:
Customer reported that the insulin pump is alarming motor error during fixed prime. Customer stated that the device restarted, then counted to six and alarmed motor error. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Customer stated that she thinks she over delivered insulin to treat for a meal she ate and blood glucose was 51 mg/dl; customer treated with 4 glucose tablets and current blood glucose level is 77 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. No unexpected restart was noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No restart error test or excessive no delivery alarm test could be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.